Event description:
The user stated they were intermittently getting results of zero for some assays and an acceptable result upon repeat for at least 10 samples. The samples were serum run in aliquot cups centrifuged and processed on the mpa. Of the data provided, one result for bicarbonate was discrepant. The initial result was 0 mmol per l, repeat result on the other p module was 21 mmol per l. No discrepant patient results were reported, therefore, no patients were affected or treated based on the discrepant results. The field service representative determined there was a probe misadjustment. He checked the fluid flow, vacuum and pressure. He flushed the sample probe and performed a sample and reagent probe adjustment. To verify the analyzer operation, he ran a sample 10 times for the affected assays with acceptable results.